Manufacturer narrative:
The reported oad was received for analysis. It was observed that the crown had detached and migrated proximally. Although the crown had migrated, there were no device fragments observed to be missing from the returned oad. The crown and solder bond were analyzed using scanning electron microscopy (sem). Sem showed a sufficient presence of solder indicating the crown had been attached. It is hypothesized that the device was spun in a high-stress environment causing the solder to reflow and eventually fail. However, the exact root cause of the detached crown was undetermined. A guide wire passed through the oad driveshaft and handle without issue. The oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported event of a foreign piece of material was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. B1/h1: the event was initially reported as a serious injury. Analysis of the device conclusively confirmed that there were no components or fragments missing from the device. Therefore, the event no longer meets the criteria of a serious patient injury and is classified as a malfunction. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion in the proximal anterior tibial artery. During proximal to distal treatment, unexpected movement was observed, and a small piece of material was present in the vessel as seen on imaging. The oad was removed, and a second oad was used to complete the procedure. In the physician's opinion, the fragment was small and insignificant, so no attempt to retrieve the fragment was made. No additional patient adverse events were reported.